Event description:
The patient was out in the bering sea fishing and heard an alarm. He continued to hear it for several days later at home. The patient began to experience withdrawal. The symptoms included night sweats, increased pain, and the patient was a little "cranky". The patient was seen in the clinic in 2009, and the pump was interrogated. It was determined that the pump had stalled; a tube set message was also noted two days after the stall began. The pump was updated and the stall did not recover. It was unclear what had caused the stall; it was noted that the patient had been out to sea several times before and experienced no problems with the pump. The physician replaced the pump. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver dilaudid, bupivicaine, and clonidine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.